Event description:
It was reported that a small volume intermate had white floating particles. This was identified during storage. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured january 7, 2015 ¿ january 8, 2015. The device was visually inspected for particulate matter at the baxter (B)(4). Visual inspection verified white floating particulate matter in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.